Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: saline mentor breast implant of unknown type. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a breast augmentation revision with saline mentor breast implants of unknown type and experienced deflation on the right breast implant and capsular contracture baker grade IV on the left breast implant. As a result, the patient had undergone explantation on (B)(6) 2018. This medwatch is for the left breast implant.

Manufacturer narrative:
On 1/28/2019, it was reported to mentor that the left implant is saline mentor smooth round moderate plus profile 550cc, catalog number 3502550, serial number (B)(4), lot 7645047-027 and the right implant is saline mentor smooth round moderate plus profile 550cc, catalog number is 3502550, serial number (B)(4), lot number 7645047. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, it was reported to mentor that on (B)(6) 2019, it was reported to mentor that the replacement devices were left implant is saline mentor smooth round moderate plus profile 550cc, catalog number 3502550, serial number (B)(4), lot 7645047-027 and the right implant is saline mentor smooth round moderate plus profile 550cc, catalog number is 3502550, serial number (B)(4), lot number 7645047. The affected devices were unknown saline mentor breast implants, lot and serial numbers are unknown. Manufacturer¿s reference number: (B)(4).